Event description:
According to the reporter, during tego change before dialysis treatment, it was noticed by bedside nurse that both lumens (red and blue) were moving (just loosen) and not fixed at the bifurcation hub. Luer adapters were not the issue but the hub was the issue. The lumen hub (bifurcation) did not detach from the extension tube. There was no leak. No cleaning agent used on the device. No excessive force applied on the device. Flushing was done prior to use and the result had no issue. Nothing unusual observed on the device prior to use. No other defects/damages found on the product. Tego connector was the other product utilized with the device. Nephrologist informed and an order received to have the cvc (central venous catheter) exchanged. Patient needs to have cvc to be change in order to be dialyzed hence delay in treatment or care (unexpected or prolonged care). No invasive procedure as the procedure was just a cvc exchange or insertion of new cvc which was proceeded on (B)(6), 2023 and the procedure was completed. The event did not leadto or extend patient hospitalization. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6b, g3, h6 new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during tego change, it was noticed by bedside nurse that the lumen hubs were moving. Nephrologist informed and an order received to have the cvc (central venous catheter) exchanged. It was also stated that there had been unspecified invasive procedure. Patient was scheduled to have a cvc exchange on (B)(6) 2023. There was unexpected or prolonged care.